Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff switched to an a-line assembly from the radial artery which allowed them to properly read the waveform and provide treatment. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab catheter was tested for the reported failure and the failure could not be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff switched to an a-line assembly from the radial artery which allowed them to properly read the waveform and provide treatment. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). Event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the arterial pressure was unable to be read from the optical fiber. The hospital staff switched to an a-line assembly from the radial artery which allowed them to properly read the waveform and provide treatment. There was no reported injury to the patient.